Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the touch screen of the vela ventilator does not respond and it is freezing up. The customer confirmed that there is no patient involvement associated with this event.